Event description:
It was reported that the customer experienced continous high blood glucose (bg) level of 600 mg/dl and administer insulin injections to lower blood glucose. During follow up with tandem technical support the customer stated the cause of the high bg level was unknown and had delivered correction bolus with the pump to address bg level. Tandem technical support recommended to the customer to consult with their healthcare provider regarding high bg factors.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continous high blood glucose (bg) level of 600 mg/dl and delivered a correction bolus to address bg level. The customer stated the cause of the high bg level was unknown. Tandem technical support recommended to the customer to consult with their healthcare provider regarding high bg factors.